Manufacturer narrative:
The t: slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm indicating that the pump has not been touched in 12 hours and insulin was suspended. The customer's pump history indicated that an auto-off alarm occurred. The customer's blood glucose level was not impacted.